Event description:
It was reported that an infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: d274trk, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010; 694758, implantable tachy lead, implanted: (B)(6) 2010; 407645, implantable pacing lead, implanted: (B)(6) 2010.